Event description:
The surgeon noticed that the handle was loose from the shaft of a curette during surgery. Other instruments in the kit had loose handles when checked. Surgery was completed without incident or delay.